Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Pt was at home and was awaken at 2:00 am with the vad alarming yellow wrench which resolved itself. The pt had also noted a gross amount of serosanguinous fluid seeping from his chest incision. The ems was contacted and they transported the pt to the hosp. At 7:00 am another yellow wrench alarm for rate control fault went off. At that time it was decided to change out the system controller, but alarms continued so the pt was placed on an ip drive console with a stroke volume limiter (slv) at rate of 85 bpm with anticoagulation started. Some fluid was noted in svl and drained. Several attempts were made to restart the pump electrically, yet the system controller alarmed and pump was in basal mode. A few days later distilled water was placed down the driveline and hand pumping was initiated. The pt was placed on his right side and some fluid returned out the vent and it contained a dark red-brown substance. Electrical actuation was again tried, but pump ran in basal mode. Several more attempts were made to flush out the driveline with distilled water yet the pump remained at a rate of 40 bpm with electrical actuation. The pt will remain on pneumatic lvad support while awaiting a heart transplant.